Manufacturer narrative:
Details of the complaint: on (B)(6) 2020, kirby at (B)(6) reported the cns (mu-971ra sn: (B)(6) ) stopped working and powered down after a short period of time. The customer was attempting to get the unit up for a covid area. Investigation summary: the cns was not returned, and no nka evaluation was performed. The condition of the unit is unknown. If the customer had not performed maintenance/repair on the unit during the lifetime of the cns, this would indicate the unit and it's parts were over 14 years of age at the time of failure. During this time, factors such as use, power issues, or other environmental factors at the facility may contribute to degradation of the unit. Per cns-9701a service manual rev. E, customer is advised to perform maintenance check on the unit once every six months. This includes checking the physical condition of each unit and its peripheral accessories, along with checking the operation of the unit. Troubleshooting of the cns and replacement of the power supply unit is also addressed in the cns-9701a service manual. Information on the unit's maintenance history at the user facility is not known. From the information available, the root cause of the power failure is not known.

Event description:
The customer reported that their central nurse's station (cns) powers down randomly during patient use.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) powers down randomly during patient use. No harm or injury was reported. Nihon kohden technical support informed the customer that the mu-971ra's are at the end of life and that they will need to get in contact with one of nk's sales reps for more options. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made but not provided: suspect medical device: initial reporter email address.

Event description:
The customer reported that their central nurse's station (cns) powers down randomly during patient use.